Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that what they were experiencing was that when it beeps to tell blood glucose is low or insulin is low or blood glucose needs to be tested, it will go beep, beep. The customer stated he was exposed to loud noises and he had some serious damage to ears. The customer reported that sometimes pump will beep and he will not hear it. The customer stated that they had a low blood glucose of 48 and ate some candy to bring sugar up. The customer was offered to troubleshoot for low and customer declined. The insulin pump will not be returned for analysis.